Manufacturer narrative:
The customer returned strips for investigation. The returned test strips were measured with a retention meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results (qc range: 2.6 - 3.2 inr): qc 1: 3.1 inr, qc 2: 3.0 inr , qc 3: 3.1 inr . The maximum difference between measurements was 3.3%. The obtained qc results were in the allowed range. No error messages occurred during investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The laboratory method was not known. The result from the meter was 2.2 inr. The result from the laboratory 30 minutes later was 1.6 inr. There was no allegation of an adverse event. The customer's therapeutic range was 2.5 - 3.5 inr. Relevant retention test strips (lot 304975) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred.